Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd syringe luer-lok¿ tip there was a rust colored stain on the syringe. The package was intact. There were no other defected syringes found. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 7249959 (B)(4). Manufacturing date: 9/27/2017. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7249959 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause and CAPA not required as no defects were confirmed. Investigation conclusion: root cause and CAPA not required as no defects were confirmed.